Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: this was not an endoscope issue per the customer. The robot flipped the visual field when rebooted. All endoscopes worked fine after the robot was rebooted.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed a test drive of the system but was unable to reproduce the reported issue. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse tested the system but was unable to replicate the reported issue. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the scope image was inverted and flipped, causing left to appear as right and up as down. The caller mentioned that they attempted to swap scopes, but this did not resolve the issue. Ultimately, they rebooted the system, which corrected the orientation problem. The procedure was completing as planned with no reported injury.